Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedances were experienced intra operatively. The impedance measurements were: 0,1 1322 ohms; 0,2 1315 ohms; 0,3 1342 ohms; 1,2 8 ohms; 1,3 87 ohms; 2,3 86 ohms. It was noted that a different new electrode was opened and implanted. It was later reported that the patient did not have the battery implanted yet, just the leads. It was noted the new lead used had good impedances. Patient was not receiving therapy yet due to battery not being implanted yet.

Manufacturer narrative:
Final device analysis for lead va07bbf revealed a short between the circuits of the proximal end conductors. There were low impedance measurements between circuits #2 and #3. All other electrode pairs were within normal range. The #2 conductor appeared to be crossed over the #3 conductor.